Event description:
The nurse stated that the patient positioning monitor (ppm) would not alarm when the patient moved in the bed.

Manufacturer narrative:
The technician inspected the bed and found the ppm to be operating properly. No problem found.